Event description:
Philips received a complaint by the customer on the v60 indicating that there were standby issues. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there were standby issues. The customer reported they were unable to stay in standby and the average air reading was .4 standard liter per minute (slpm). The remote service engineer (rse) provided the customer with the part number of the flow sensor assembly to order and replace. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 27jan2025, 03feb2025, and 10feb2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.